Manufacturer narrative:
H3: product analysis : air of product ID: 9560100, serial/lot #: (B)(6): during the inspection at the time of acceptance, the requested phenomenon was reproduced and it was observed that the outer tube was broken and the light post was loose. Air of product ID: 9560100, serial/lot # (B)(6): during the inspection at the time of acceptance, the requested phenomenon was reproduced and it was observed that there were scratches on the outer tube. Air of product ID: 9560101, serial/lot #: (B)(6): during the inspection at the time of acceptance, the requested phenomenon was reproduced. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9560100, serial/lot #: (B)(6), UDI#: (B)(4), 510k: k002931; product ID: 9560101, serial/lot #: (B)(6), UDI#: (B)(4). 510k: k993021. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from service and repair via manufacturer representative regarding devices used for endoscopic spine surgery. It was reported that it was difficult to see. The products came in contact with the patient. There were no patient symptoms reported. There were no further complications reported regarding the event.